Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer also reported their battery was not lasting on the insulin pump. Customer's blood glucose was unknown at the time of the call. Troubleshooting found the contacts on the customer's battery cap was damaged. Customer also called back to report the insulin pump had persistent failed battery test alarms despite using a new battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.